Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and function tests were performed with nothing found that would cause or contribute to the reported problem. The reported issue was verified during the event history log review task, and determined to be a low drain volume alarm. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. The cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified patient alarms occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.